Event description:
It was reported that the pump was explanted after 12 months of service life due to an infection at the pump site. Outcome of the event was not reported. Please refer to MFR report # 3007566237-2010-02176.

Manufacturer narrative:
(B)(4).